Event description:
As reported to coloplast, though not verified: the patient had a restorelle implanted in (B)(6) 2021. Reportedly the patient experienced mesh erosion, vaginal bleeding, recurrent urinary tract infection and underwent excision of mesh on (B)(6) 2025. Intraoperative findings: mesh was somewhat adherent to some of the bowel tissue.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.